Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. When the pod was removed from the arm, the cannula was found bent. The patient visited the doctor where the site was lanced and was prescribed a cream, clindamycin 300 mg, (capsule, take a 2 a day for 7 days) and cephalexin 500 mg (2 times a day for 7 days) for treatment. The pod was discarded by the patient.